Event description:
It was reported that the nail holding screw in the target device became fused to the nail. It was reported that the nail was removed from the patient and that a second nail set/nail was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.